Event description:
During a breast biopst the customer noted an error code from the system and then the device shut down. The lcd screen went blank, the vacum shut off and the green light turned off. The system was rebooted and the customer was able to complete the procedure. Following the procedure, it was reported that the system was inadvertenly bumped into a wall and the entire unit shut down again. There wa no pt involvement.